Event description:
The customer reported that she passed out and he is concerned that the insulin pump is delivering too much insulin. The caller blood glucose was 44mg/dl by the time the paramedics arrived. The customer was taken to the hospital, and he had to have staples in his head due to fall. The customer was given glucose through and insulin drip. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and found that the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run a displacement test and passed. The caller stated that the insulin pump was exposed to a high magnetic field while having a cat scan during his admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.